Event description:
A customer contacted baxter's technical service center regarding a compact exchange device (cxd). The home patient (hp) stated the handle was broken. The technical service representative (tsr) arranged a swap of the device. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A follow-up MDR will be submitted upon completion of the evaluation.

Event description:
It was reported that the pt's device was showing impedances of >10,000. The pt was reprogrammed and had therapeutic effect for "a few days." It was later reported that the pt had lost therapeutic effect. The pt stated they tried to "turn up the stimulation" and felt a shocking or jolting sensation "in the stimulation area with movement." The pt's device was again reprogrammed and therapeutic effect was again restored. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The reported problem of handle not moving on compact exchange device (cxd) was confirmed by duplication during the evaluation performed by the pal (product analysis lab). The pal performed the spike and unspike operation using spike and unspike test set. The test failed as a result of a bent spike carriage guide spring preventing the spike carriage from being guided to the spike position after completing the unspike operation. The assignable cause for the handle not moving on cxd was determined to be a bent spike carriage guide spring. A review of the device history record revealed no issues that may have caused or contributed to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.